Manufacturer narrative:
Product complaint: (B)(4). (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (prolene suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (prolene suture) used in this procedure? Was this case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: journal of pediatric surgery case reports 43 (2019) 53¿57, https://doi.org/10.1016/j.epsc.2019.01.015.

Event description:
Title: extrapleural pneumonectomy for advanced pleuropulmonary blastomathis case report presents the first extrapleural pneumonectomy for treatment of pleuropulmonary blastoma (ppb) and describes the work-up, operative approach, and outcome. This is a case of a 19-month-old girl with a large, solid, heterogeneous tumor occupying the left thorax. The tumor was classified as type iii ppb. Complete surgical resection was the best chance for long-term cure for type iii ppb. Six months after her diagnosis and initial operation, extrapleural pneumonectomy was performed. The pulmonary veins were sewn with 5-0 prolene. Incidentally, a transected thoracic duct was found. This was ligated and reconstruction of the diaphragm was done. The defect was closed primarily with interrupted 3-0 prolene suture. Postoperative day 10, symptomatic chylothorax was evident in the child despite identification and ligation of the thoracic duct. The duct was then clipped under direct visualization thoracoscopically. After additional surgeries and treatments for metastases, she is currently well and without limitations. In conclusion, the authors reported that given the importance of local control for ppb, in select cases, extrapleural pneumonectomy may offer an opportunity for resection in an otherwise unsalvageable circumstance and should remain part of the surgeons' armamentarium.